Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The guidewire was returned stuck inside the stent system used in procedure and removed for inspection. The returned guidewire was bent several places along its length and resistance during removal from stent system and while advancing during functional testing, likely due to handling damage. Additionally the hydrophilic coating was not smooth and the ptfe coating was peeled. Based on the information available and investigation results, the observed scraping on the ptfe is consistent with damage from an insecurely tightened torque device. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)", however, this can not be confirmed because the torque device was not returned for further evaluation; a cause of undeterminable has been the assigned to this incident.

Event description:
Analysis of the returned device found the ptfe (polytetrafluoroethylene) coating was peeled off. There was no clinical consequence to the patient as a result of this event.